Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer¿s blood glucose was 146 mg/dl, 177 mg/dl, 87 mg/dl and 81 mg/dl. Customer¿s sensor glucose was 104 mg/dl, 57 mg/dl, 47 mg/dl and 94 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed for sensor glucose value verses blood glucose value. The sensor will not be returned for analysis.